Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted. The philips remote service engineer (rse) checked the logfile, however nothing was found related to the reported issue. A philips field service engineer (fse) visited the site and performed operational and functional tests but could not reproduce the reported issue. The issue has not reoccurred since, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays in the examination room. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.